Event description:
After the conclusion of an exercise stress test, the nurse placed a chair on the treadmill walking belt for their pt to rest on. Customer stated the treadmill walking belt started by itself resulting in the pt falling backwards off the chair and injuring her lower back. She was admitted to the emergency room for medical attention.

Manufacturer narrative:
Field service engineer was dispatched to site. The treadmill and stress monitor were evaluated and tested with no problems found. System error logs were also reviewed by engineering. It was clear from the logs that the system received a keyboard (or keypad) command to start the treadmill at 12:15:06 and that the treadmill did not start on its own. All indications are that the system was operating was designed. It was determined the cause of the incident was most likely the result of user error.